Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse lithotripsy systems unit front connector where the plug is in the handpiece was cracked. The issue occurred during inspection for use. There was no report of patient harm.